Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Indication for use and failure to follow steps. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesion. Additionally, it should be noted that the IFU states: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat lesions located in the totally occluded right coronary artery for treatment of restenosis. On (B)(6) 2012, the patient underwent the procedure using retrograde access. After advancement of a guide wire, the lesion was predilated. A 3.5x24 mm non-abbott stent was implanted first followed by a 2.5x23 mm xience v, a 3.0x28 mm xience v and a 3.5x28 mm xience v. All stents were placed into a false lumen and followed by post-dilatation. An attempt was made to advance a fifth 2.5x23 mm xience v stent; however, as it was being delivered to the lesion, the stent implant dislodged from the balloon. The dislodged stent was implanted overlapping the previously deployed stent and was post-dilated with a balloon catheter. On (B)(6) 2012, the patient was discharged. No additional information was provided.